Event description:
This 34-yr-old female underwent bilateral augmentation mammoplasty in 1986. Due to displacement of the right implant, she wished to have them replaced. The MFR of the implants is unknown to this reporting facility as they were implanted elsewhere. Gross exam: the right implant (biolumen silicone-saline) was found to have a rupture of the outer lumen with a tacky, greasy feel around the implant. The left implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.